Event description:
As soon as I want to remove the tampon the string comes off but the tampon remains in place [device breakage] case narrative: consumer reported via email that when she removed the tampon the string came off. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.